Event description:
The patient received her scs system on (B)(6) 2007. It was reported that the patient experienced problems charing the ipg. The charger would charge for approximately 5 minutes and then indicate that it had completed charging the ipg. The patient's ipg was replaced when they went in for a lead revision on (B)(6) 2008. The ipg was returned to ans for analysis. Follow up on the patient found no additional events have been reported since replacement of the ipg.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg fails to charge at less than 1cm. Ipg passes the auto test and the saline test. Visually the connections to the antenna pcb appear to be good and to have continuity. It was confirmed the minimum charging distance to be out of specification. Ipg has antenna silicone damage but no other indication of what is causing the charging anomaly. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.